Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer stating, the base is bent along with the handle that opens and closes the base.